Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid and tissue was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a fractured or broken conductor. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that, during implant of the pacemaker, the helix of this lead could not extend. Subsequently, a different lead was used, and the procedure was completed successfully. No adverse patient effects were reported. The lead was received for analysis.